Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician could you not pass the lead through the vein. The lead was not used, and a single chamber pacemaker was implanted to complete the operation. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The reported event of use of device problem was confirmed. The lead was returned due to unable to implant. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection was performed. During visual inspection, no anomalies were found on lead. Electrical testing did not find any indication of conductor fractures or internal shorts.